Event description:
Consumer reports their plink meter reading as much as 100 pts higher than their other meter. Analysis run on clark error grid using competitive reading (245) as ref. Point vs. Bd reading (145) yielded data points in the d range of the grid, outside acceptable limits.